Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush has stopped staying attached to the device...coming loose - oral-b [device connection issue] metal pin on top of the device is smaller than husband's - oral-b [device physical property issue] case narrative: consumer via e-mail stated that the oral-b sensi ultrathin toothbrush head stopped staying attached to the oral-b pro 2000s toothbrush, causing it to come loose. The metal pin on top of the device was smaller than on their husband¿s. No injury was reported.

Event description:
Toothbrush has stopped staying attached to the device...coming loose - oral-b [device connection issue]. Metal pin on top of the device is smaller than husband's - oral-b [device physical property issue] case narrative: consumer via e-mail stated that the oral-b sensi ultrathin toothbrush head stopped staying attached to the oral-b pro 2000s toothbrush, causing it to come loose. The metal pin on top of the device was smaller than on their husband¿s. No injury was reported. On 15-aug-2022 case update: the suspect product lot was 2ab93461243. No injury was reported. On 15-aug-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3766. No injury was reported.

Manufacturer narrative:
On 23-feb-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.